Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/2/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received two labeled winding formers with a suture piece partially dispensed that pertains to product code y215h. Upon visual assessment of the sample, the suture pieces were examined, and the ends were noted cut that was possibly caused by a surgical instrument. In addition, the other sections of the needle-sutures pieces were not returned. The condition of the sample received indicates improper handling of the device. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: related reports: 2210968-2023-02603, 2210968-2023-02604, 2210968-2023-02605.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/9/2023. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-02603, 2210968-2023-02604, 2210968-2023-02605.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle detached from the suture three times in a row, during one event. No adverse patient consequences were reported.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Event related to mw # 2210968-2023-02604, mw # 2210968-2023-02605. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.